Event description:
During an initial implant procedure, the setscrew on the device was unable to connect with the lead. Additionally, increased impedance and a loss of pacing were observed on the device. The device was then explanted and replaced to resolve the event. The patient is stable.

Manufacturer narrative:
The reported event of very high impedance detected and the lead would not fully fit were confirmed. Analysis revealed that the rv lead was being blocked from full insertion into the connector by the rv-setscrew turned down in the port blocking insertion of the lead. Analysis found that the user/physician was making incorrect wrench insertions into the setscrew. The setscrew was unknowingly turned down by the physician during the attempts to correctly insert the wrench in the setscrew inset. In lab testing leads could be fully inserted into the connector port with the setscrew backed out from blocking the port. No device anomalies were found. Lead impedance tests were normal with test leads fully inserted into the connector. This was a user related problem.

Manufacturer narrative:
The reported field event of set screw anomaly was confirmed. Analysis revealed that the rv set screw was strip and contained foreign material in the set screw hex cavity, which prevented the set screw to fully secure the lead. New set screw was installed, and the lead was able to be fully inserted, and the set screw operated normally. There was no issue inserting and securing the test leads. The issue was consistent with having occurred during the procedure. The device was above elective replacement indicator (eri) when received. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.